Event description:
The customer reported that the internal paddles failed. When internal paddles were connected, the heartstart xl + gave error message of "unexpected paddles voltage." There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.